Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but further review suggest the depletion was actually within normal limits.

Event description:
Upon interrogation, the longevity of the device had decreased and there was a question of premature depletion. Session records are not available but based on implant information, tech support believes the depletion is normal. The device will continue to be monitored, and the patient was stable with no adverse consequences.